Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. The pump was received with cracked case at the battery tube side. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay, and stained keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the bolus listed on the event date 30-jan-2024 in the pump history file. 01/30/2024 06:32:43.000 normal bolus delivered (220). Bolus programming method: manual bolus (0). Normal bolus amount programmed: 50000 (5 u). Bolus amount delivered: 50000 (5 u). Please see below for the daily total of all insulin delivered on the event date 30-jan-2024 in the pump history file. 01/31/2024 00:00:00.000 daily total sg670 (63). Daily total collection start time: 01/30/2024 00:00:00.000. Daily total of all insulin delivered: 362000 (36.2 u). Daily total of basal insulin delivered: 312000 (31.2 u). Daily total of bolus insulin delivered: 50000 (5 u). There were no autosuspend (12) alarm noted in the pump history file. There were no usersuspended (2) alarm noted on the event date 30-jan-2024 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 30-jan-2024 in the pump history file. 01/24/2024 18:25:00.000 alarm alert notification (40). Fault number: no delivery after estimate zero (8) - during basal. 01/24/2024 18:35:00.000 alarm alert notification (40). Fault number: no delivery after estimate zero (8) - during basal. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. Nodelivery not confirmed. The pump passed the functional testing. Unable to confirm alleged high bgs. Cosmetic damage was confirmed at the back of the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced high blood glucose. Customer was having issues with their insulin pump and had landed in the hospital. Customer had a crack on the back of the insulin pump. Customer mentioned that they were not using the pump at the time when they went to the hospital. Troubleshooting was performed for cosmetic damage. No further patient complications were reported. The customer will discontinue the use of the device. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.